Event description:
During insertion of a central line catheter in the (B)(6) male patient with post cardiac arrest, the guide wire frayed. The catheter was easily inserted. Upon removal, after the catheter was passed over the guide wire, the md as unable to remove the guide wire because of resistance. An attempt was made to remove the whole central line together; however, resistance was met, so the triple lumen catheter was removed along with guide wire still in place. During the removal, the physician was stuck by the guide wire on the index finger. Due to multiple attempts of removal, the guide wire appeared stretched and frayed and was still unable to be easily removed from patient as the inner core of guide wire became exposed. The guide wire was removed from the patient in one piece by tugging at the proximal end. It is unknown if the patient underwent any additional procedures or experienced any adverse effects.

Manufacturer narrative:
Cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. (B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). A review of complaint history, drawings, instructions for use (IFU), quality control, manufacturing instructions and specifications was conducted during the investigation. The complaint devices were not returned for the investigation. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. There is no evidence to suggest device was not manufactured to specifications. Each set is supplied with IFU which states under the heading instructions for use, line number 4, "if resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result." In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case the event description does not offer any additional evidence of contributing factors. The root cause can not be determined. We will continue to monitor for similar complaints.

Event description:
During insertion of a central line catheter in the 77 year old male patient with post cardiac arrest, the guide wire frayed. The catheter was easily inserted. Upon removal, after the catheter was passed over the guide wire, the md was unable to remove the guide wire because of resistance. An attempt was made to remove the whole central line together; however, resistance was met, so the triple lumen catheter was removed along with guide wire still in place. During the removal, the physician was stuck by the guide wire on the index finger. Due to multiple attempts of removal, the guide wire appeared stretched and frayed and was still unable to be easily removed from patient as the inner core of guide wire became exposed. The guide wire was removed from the patient in one piece by tugging at the proximal end. It is unknown if the patient underwent any additional procedures or experienced any adverse effects.